Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at four atms on the first inflation. The lesion being treated was a 100% stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.